Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, having issues with the insulin pump. Troubleshooting was performed and customer noted three air bubbles in the tubing. Customer was assisted with purging air bubbles. No leak was noted but the customer smelled insulin. Customer then was advised to remove the reservoir and insulin was noted in the reservoir compartment. Customer then stated the leak was occurring on the p-cap. Customer was advised how to properly clean the device. Call was disconnected and two attempts were made to reach the customer. Customer is not returning the reservoir for analysis.